Event description:
It was reported that pump experienced malfunction alarm while pump was in middle of a software update, and customer was unable to complete reset due to malfunction during update. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.